Event description:
Per the clinic, the device was explanted (date not reported) due to an infection. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.it is unknown if there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, the patient was taken to the operating room in (B)(6) 2012 (exact date not reported), for placement of a longer abutment; the fixture was not explanted as previously reported.the patient is successfully using the device.this report is filed (B)(4), 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).